Event description:
The customer stated that they took their unit to the local filling station to put air in the tires. While inflating tire, it exploded. They sought medical attention at the local emergency room for a fractured thumb and a laceration that required (10) sutures. They were treated and released.